Event description:
During an arthroscopy procedure performed on (B)(6) 2014, loosening of the poly insert was identified. Revision surgery occurred to exchange the poly inserts.

Manufacturer narrative:
During an arthroscopy procedure performed on (B)(6) 2014, loosening of the poly insert was identified. Revision surgery occurred to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.